Manufacturer narrative:
Product analysis: analysis was unable to confirm the customer's comment that the programmer experienced autonomous cursor movement and did not respond to finger touch after the most recent software update. There were no issues with the touchscreen observed. The finger touch and stylus were working. There was no autonomous cursor movement or activation of on-screen buttons observed. Additionally, it was noted that the cord bay, both keyboard sliding rails, the keyboard case, the left keyboard hinge, the media bay door, upper and lower handles were broken. The logo button, and the upper and lower bullets were missing. It was noted that the incoming functional test failed and the micro processor unit (mpu) ir port was unable to be connected. The programmer was decommissioned as it was no longer serviceable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the programmer experienced autonomous cursor movement and did not respond to finger touch after the most recent software update. There was no patient involvement.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.